Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a meniscal repair procedure, as the surgeon was introducing the ar-4501 meniscal cinch ii into the meniscus the shaft of the inserter broke in two. The rep stated the shaft broke before deploying the second implant. The second trigger was difficult to slide. The rep stated the first implant deployed properly, and was left in the patient. The rep stated the instrument as disposed of in the sharps container. The sales rep reported there was no adverse event involved.